Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the powerpicc line fractured. Details are as follows: 4fr power PICC solo single lumen catheter lot number: refw4363, insertion date (B)(6) 2022, inserted into right basilic vein without issue. Removed on (B)(6) 2022 due to leak from secure-cath area. Fracture present at 6.5cm. Line length: 50cm. It was stated, "I accessed the line myself on (B)(6) and there was no issue. I believe the patient had tried to redress the line himself and had unfortunately kinked it in a few places. Whether this could potentially have contributed to the fracture I¿m not sure."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fracture was confirmed. The product returned for evaluation was 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed occurred between 6-7 cm depth marking . Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the powerpicc line fractured. Details are as follows: 4fr power PICC solo single lumen catheter lot number: refw4363; insertion date (B)(6) 2022; inserted into right basilic vein without issue; removed on 21/03/2022 due to leak from secure-cath area; fracture present at 6.5cm; line length: 50cm. It was stated, "I accessed the line myself on 18/03 and there was no issue. I believe the patient had tried to redress the line himself and had unfortunately kinked it in a few places. Whether this could potentially have contributed to the fracture I¿m not sure."